Event description:
The customer reports the pt was connected to the ventilator in the prvc mode. The ventilator gave a loud popping sound and stopped ventilating. There were no loose connections noted. The ventilator settings were as follows: f102-50, rate -1.6, tidal volume 500. The ventialtor was removed from service. There was no pt injury.